Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements even when tried with different pulse widths and changing unipolar configuration. In addition, this rv lead exhibited noisy signals when the patient coughed and was confirmed to have no lead fracture via x ray. This rv lead was surgically abandoned and replaced with a different model. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.